Event description:
Procedure: lobectomy. According to the reporter: the instrument jammed on tissue. The surgeon was able to open the jaws and remove the device with some difficulty. Or time was extended significantly. However, a time estimate could not be reported.

Manufacturer narrative:
(B) (4).